Event description:
It was reported that a disposable biopsy instrument allegedly misfired following re-cocking of the device. The physician was performing a transrectal needle biopsy of the prostate. After the device was used for the first biopsy, it was re-cocked. During this time, the handle near the base of the needle popped back, out of position. Reportedly, the sudden release resulted in the needle puncturing the left palm of the technician scrubbed during the procedure. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed, and it was confirmed that the lot met all release criteria. The user facility has retained the sample and, to date, has not released it for evaluation. The event is currently under investigation.